Manufacturer narrative:
Terumo received the centrifugal pump, but not the actual tubing that became disconnected from the device. An evaluation was conducted on the tubing that was returned by the user facility with the centrifugal pump, and it was determined that user error caused the disconnection. A review of the complaint files confirmed that there have been no previous reports for this lot. The device history record did not indicate any production related problems. All available information has been placed on file in quality management for appropriate tracking, trending and follow up. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the inlet tubing became disconnected from the centrifugal pump. The problem occurred on three separate occasions; however, no event information was provided for the other two events. The product was changed out, there was less than 100 ccs of blood loss, and the surgery was completed successfully.